Event description:
A neurosurgeon reported to the distributor that the product involved is duramatrix-onlay conform, stating that "four patients now have come back presenting with headaches and one had a seizure." The neurosurgeon noted "all cases were craniotomies. "One was a tumor, meningioma, middle fossa/csf leak, and a subdural. This complaint pertains to patient #2, who underwent a craniotomy and subsequently experienced a headache. Additional information was received on 07/07/2025. The lot number and item number have been provided. The initial surgery was on (B)(6) 2025. An extended stay in the hospital was indicated but noted worsening headaches about 1 week after surgery. Mr imaging showed dural enhancement around the operative site and epidural fluid. This was managed nonoperatively. Headaches improved over a few weeks with subsequent scans showing decreasing fluid. Patient overall did well. No further details regarding the patient's status following symptom resolution have been provided.